Event description:
A malfunction alarm identified as alarm 20 was reported during the load process of the insulin pump. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). The customer attempted to load a new cartridge with assistance but faced recurring cartridge alarms, indicating persistent issues. Technical support advised replacing the pump and arranged for the customer to use multiple daily injections (mdi) as backup insulin therapy. The customer was instructed on how to store and return the pump, and a replacement was confirmed for shipment.